Manufacturer narrative:
Thromboembolism is the formation of a blood clot (thrombus) in a blood vessel (arterial and venous), that can obstruct the flow through this vessel. The travelling clot (embolus) may occlude vessels in the lungs (pulmonary embolism), brain (stroke), heart (myocardial infarction), gastrointestinal tract, kidneys, or leg. Thromboembolism is a significant cause of morbidity (disease) and mortality (death), especially in adults. Treatment may involve anticoagulants (blood thinners), aspirin, or vasodilators (drugs that relax and widen vessels). This thrombus has many etiologies, including embolization of calcific debris during placement of the aortic cross clamp or debridement of the diseased aortic valve. These events are related with the procedure and not related with valve malfunction or deficiency. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the event remains indeterminable. However, it is possible that patient related factors contributed to the event. If new information is received, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned via a clinical trial that a patient with a 23 mm developed a possible thrombus in ascending aorta after an implant duration of 1 month. Recent inr was 1.6 which is sub-therapeutic. Tte shows pvl of the aortic valve. The outcome was noted as not resolved. Tee was recommended for further evaluations. Per obtained medical records, the patient underwent successful aortic valve replacement and CABG x1. Discharge tte showed normal gradients and no regurgitation. The patient was discharged home in stable condition on post-operative day 5.